Event description:
The distributor contacted animas on (B)(6) 2013 alleging the keypad was worn/torn/peeling and the up arrow and down arrow buttons had no response to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad cover was torn off of the up button, exposing the button contact. On testing the up arrow, down arrow, ok and contrast buttons had intermittent response with multiple button presses required to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the display screen s was noted to be dim and discolored. Adjusting the contrast did not resolve the issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.